Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and used sample with the thread broken. However, without any closed sample we cannot carry out an analysis in order to take a decision. We have checked the thread and we have noticed that there are marks of a needle holder or other surgical instrument. The thread has been damaged during handling and it broke most probably due to a wrong handling not according to the instructions for use of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batch used in this product. As stated in the instructions for use of the product, 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked.' Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. The case is considered not confirmed by evidence of the sample received. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that suture broke when knotted during gingival closure. The suture technique was simple interrupted stitches. There was no patient injury and no additional information has been provided.